Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the v60 unit was received at the international service center for evaluation. Confirmed 'machine and proximal pressure sensors failed' occurred and the unit became inoperative. Da to mc (data acquisition to motor controller) ribbon cable was checked and revealed the error was duplicated when external load was applied to the cable. Resolution and disposition: the cable was replaced, then confirmed the alarm did not recur. An estimate was made for the repair, but response was not given by the customer for a long period, so the repair was cancelled and the unit was returned to customer unrepaired. UDI #:(B)(4).

Manufacturer narrative:
Device evaluation & resolution and disposition resolution and disposition: the customer returned the v60 vent to the international service center, to complete the repair. The da to mc (data acquisition to motor controller) ribbon cable was replaced, as outlined in the estimate to the customer. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test. Unit was checked overall, run in tests then no abnormality was confirmed.